Manufacturer narrative:
Device not returned

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 534 mg/dl and a 100 mg/dl ketone level. During troubleshooting, a system check was performed, and the pump was performing as intended; however, it was determined that the cartridge and infusion set had been in use for more than 72 hours with novorapid insulin. Insulin was administered via manual injections to initially address bg. Reportedly, the customer experienced epigastric issues and nausea due to the high bg. The customer was admitted to the emergency room (ER) and was treated with physiological solution therapy. Customer was released from the ER on (B)(6) 2021 with the issue resolved and no permanent damage.